Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the screen intermittently freezes when trying to intubate the patient. The facility's technician reported being unable to reproduce the issue. No delay in the procedure, use of a backup device, or harm to the patient was reported.